Event description:
While placing the 110-4bt catheter and using the drill bit provided in the kit, the physician encountered problems that caused the drill bit to break. The proximal portion of the drill bit remained in the patient's head. The physician created another burr hole and successfuly inserted the 110-4bt catheter. The decision was made to leave the drill bit in the patient's head until the patient was stable.